Manufacturer narrative:
Results: limited information available - no root cause can be determined. Device or cine return have not been returned. Conclusion: device or cine return have not been returned. (B)(4).

Event description:
A physician was attempting to use a moma ultra cerebral protection device catheter to treat a lesion in a patient. It was reported that during the procedure, the eca balloon of the moma ultra device deflated several times and the physician always inflated when the deflation was occurred. However, as the deflation occurred continuously, the operation was continued while inflating the balloon by syringe until the operation was completed. It was reported that the balloon ruptured on the first inflation and it is possible that the deflation was occurred due to pinhole rupture of eca balloon because the leak of r/o solution was confirmed by angiography. The procedure was completed using the device with no clinical sequelae or injury reported to patient.

Event description:
Additional information was received to state that there were no issues noted during the preparation of the moma device prior to use. The target lesion was not a difficult lesion i.e. Was not calcified. No resistance was confirmed during device delivery and another protection device such as filter wire or guardwire was not used for this case.